Manufacturer narrative:
The customer stated that a corrected report was sent to the correct patient's doctor. The safety data states that the ph was the only parameter involved and that no medical intervention was performed and there were no delays in treatment. The customer is indicating that the patient's ID was entered manually and not scanned. The cause of this event was due to operator error.

Event description:
The customer reported that a patient sample was run and the wrong patient ID was entered. The results were reported on the wrong patient. There was no report of injury due to this event.